Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s stimulator was not working right because they used to only wear one pad and in the last three months, they were using 4-5pads a day. The patient had 3 cat scans done in the last 3 months. Syncing with the programmer showed the stimulation was on at 3.7v on program 2 and the patient had the ability to adjust stimulation. The patient was not feeling stimulation in their bike seat area and the issue was not resolved. The patient stated they increased stimulation and they tried all the different programs and none of them seemed to be helping them. The patient was advised to consult with a healthcare provider, and they noted not having a healthcare provider in their area. Physician listings were sent to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that the mdt rep reprogrammed the device. No further complications were noted or anticipated